Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a device replacement procedure, high capture threshold on the right ventricular (rv) lead was noted. The episodes were attributed to rv lead dislodgment, which was confirmed using diagnostic imaging. The rv lead was capped and replaced during the unrelated procedure to resolve the event. The patient was stable.